Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic dissection using three gore® tag® thoracic endoprostheses (tgt2810/8303980, tgt2815/8285828 and tgt3420/8407157). Intra-procedure imaging revealed a distal type I endoleak, and the procedure was concluded with a wait-and-watch approach being taken to the endoleak. On (B)(6) 2011, the patient underwent open thoracic surgery to repair the distal type I endoleak. On (B)(6) 2011, the patient was discharged of the hospital. On (B)(6) 2011, in one-month follow-up study, the distal type I endoleak resolved. Aneurysm diameter was 55mm. On (B)(6) 2011, in six-month follow-up study, aneurysm diameter had enlarged to 60mm. Endoleaks were not present. On (B)(6) 2012, in one-year follow-up study, aneurysm diameter had shrunk to 44mm. Endoleaks were not present. Later in two more follow-up studies, aneurysm diameter had remained unchanged without endoleaks present.